Event description:
Complainant alleged that the staff was attempting to pace a 62 year old male patient in cardiac arrest with the device set at 70 ppm and the ma set at the maximum setting of 140 ma. The complainant alleged that the device would not capture the patient's heart rate. The complainant indicated that the patient subsequently expired.